Manufacturer narrative:
B5: the lens remains implanted. This resolved the problem. Reportedly, the status of the eye is "the doctor performed a touch lasik". No injury reported. Additional information provided "patient is happy". H6: 2199 corrected to 4625. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -0.50/4.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.